Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and ten months post filter deployment, computed tomography (CT) revealed that the tines of the filter on the left extended beyond the wall of the cava however this was unchanged. Eventually eight months later, computed tomography (CT) revealed that there was nonocclusive pulmonary dural filling defect involved the right interlobar pulmonary artery extended into the right lower lobe pulmonary artery with probable minimal extension into the upper lobe pulmonary artery on the right. Overall clot burden was appeared relatively small. After two months another computed tomography (CT) revealed that some of the prongs extended into a retro-aortic left renal vein. Subsequently few months later, the patient was expired due to or consequence of hemorrhagic shock, perforation of inferior vena cava by the vascular filter, pulmonary thromboembolism prophylaxis and post lumbar herniation discectomy. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2008).

Event description:
It was reported that an inferior vena cava filter was deployed in the patient with a history of pulmonary embolism. An unknown period of time post deployment, filter limbs were found to be perforating into organs and the renal veins. The filter was not removed and there was no attempt to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: an inferior vena cava (ivc) filter was indicated in the patient with a history of pulmonary embolism. The right groin was draped prepped in the usual sterile manner. Access was gained into the common femoral vein utilizing ultrasound guidance. A venacavogram was performed utilizing dsa which identified the renal vein insertion sites. An ivc filter was deployed infrarenally without complication. Wires and catheters were removed and hemostasis was achieved, and the patient was discharged in good condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that an inferior vena cava filter was deployed for diagnosed dvt/pe. An unknown period of time post deployment, filter limbs were found to be perforating into organs and the renal veins. The filter was not removed and there was no attempt to retrieve the filter. Based on a review of medical records received, an inferior vena cava filter was successfully deployed in the patient with a history of pulmonary embolism. The patient was hemodynamically stable at the conclusion of the procedure. No additional medical records were received for this patient.